Manufacturer narrative:
Patient ID, age, gender, weight and ethnicity: no patient information has been provided. The inspire 8f oxygenator is a non-sterile device assembled into a sterile convenience pack (item 044005300, lot 2134100035) that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). The involved inspire 8f oxygenator is a non-sterile component assembled into a convenience pack that is distributed in the USA. The standalone oxygenator (catalog number 050703) is also registered in the USA (510(k) number: k180448). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group italia manufactures the inspire 8f oxygenator. The incident occurred in (B)(6) united states of america. The involved device has been requested for return to sorin group italia for investigation and not yet received. During follow up with the customer, livanova has been informed of the followings. Medical team routinely verify the agb (arterial blood gas assay) and act (activated clotting time assay) upon bypass within 3 minutes- always prior to cross clamp application to verify oxygenator efficacy. First arterial blood gas assay (abg) blood-gas revealed an arterial po2 value of 58 mmhg. Medical team inspected the green gas line from the o2 blender to the oxygenator to verify its integrity and replaced o2 source (external oxygen cylinder). And repeated the abg on a different abg analyzer and received a similar result as the initial. The arterial po2 did not improve. Medical team notified the surgeon and anesthesia, all agreed that a circuit switch-out was indicated, the ventilator was activated. Patient was never cooled and cross clamp was never applied. Medical team maintained full flows while the replacement circuit was prepped. A new circuit and device into the suite were prepared for bypass. Patient was weaned with no issues. The surgeon and pa cut and divided the cannula lines and connected them to the new circuit. Cpb was restarted with no issue and case proceeded as expected and patient did well. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, at the begin of a bypass, prior to cross clamp, the arterial po2 was 54mmhg. Medical team elected to increase po2 with an e tank and the po2 did not improve. The surgeon was informed, and medical team elected to came off bypass and change out the oxygenator. The procedure was completed with no issue. There is no report of any patient injury.

Manufacturer narrative:
The complained inspire oxygenator was returned to livanova for investigation. Visual inspection found the device clean with no visible traces of blood inside the oxygenator. Functional test performed as per design specifications using bovine blood could not reproduce the reported condition: the oxygenator performed as expected and no decay in gas exchange performance levels was observed. DHR verification confirmed the lot of the complained device was released conforming to product specifications. Review of the livanova complaints database showed no other similar event relevant to the complained oxygenator lot, thus excluding any systematic issue. Based on laboratory testing results, the returned oxygenator was fully functional with no performance deviation: no device malfunction could be reproduced. Livanova could not identify the root cause of the issue. Since no device malfunction could be identifies, no corrective action is deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.